Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On april 13, 2017, it was reported that the device roller part was not cutting. The customer returned a meshgraft ii device, serial number 16236, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer (B)(4) has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in vdoc portal services. Product review of the meshgraft ii by zimmer (B)(4) on april 17, 2017 revealed that the device does not mesh and the cutter blade was found to be failed. Repair of the meshgraft ii was performed by zimmer (B)(4) on may 12, 2017 which included replacement of the cutter. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer japan it was revealed that the device does not mesh and the cutter blade was found to be failed. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer (B)(4) it was revealed that the device does not mesh and the cutter blade was found to be failed. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. External contractor.

Event description:
It was reported that the device roller part was not cutting. The cutter blade deterioration and wear was confirmed.